Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the cutting wire broke. Reportedly, one side of the cutting wire was still attached to the dreamtome, and the other side was hooked and stuck on the tissue of the papilla. The cutting wire was loosened and successfully removed from the papilla after manipulating the dreamtome. Reportedly, there was no part of the device detached inside the patient. The procedure was completed with a second dreamtome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.